Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through a review of the event history log by the presence of "downstream occlusion" alarms which may be true alarms. Evaluation did not reproduce the reported symptom. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available